Manufacturer narrative:
Method = x-ray. As received, the valve exhibited heavy calcification in the cusp area of leaflets 1 and 3. At the free margin of leaflet 1 calcification was moderate. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate to heavy at the stent inflow. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation indicates calcific tissue degeneration as the primary cause of the reported stenosis, in addition to moderate host tissue overgrowth. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. It is likely the extent of degeneration seen on the returned valve is affected by this patient's condition and medical history ( hyperlipidemia, hypertension, history of atherosclerotic heart disease, etc.) The information received does not suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that a explant of an aortic bioprosthetic valve occurred due to stenosis after a duration of approximately 6 years. The operative report received confirmed that the "valve was severely calcified as well as the periannular area. "